Event description:
Litigation alleges that the patient suffers from pain and discomfort. **update** 01/21/2013 - the complaint has been reopened because it has been reported that the patients left hip was revised (B)(6) 2013 to address pain and slight vertical malpositioning of the cup (which was not removed), which caused edge loading of the head and liner. Part and lot for the liner and head were provided. (Left hip).

Manufacturer narrative:
The complaint has been reopened because it has been reported that the patients left hip was revised (B)(6) 2013 to address pain and slight vertical malpositioning of the cup (which was not removed), which caused edge loading of the head and liner. Part and lot for the liner and head were provided.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the reported part and lot code combinations. The part and lot code combination was not provided for the metal liner, femoral head, and acetabular cup. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Product complaint # : (B)(4). UDI (B)(4).

Event description:
Update ad 20 june 2012. (B)(4) was re-opened under (B)(4) due to receipt of ppf and sticker sheets. In addition to what were previously alleged, ppf alleges ant. Instability with rim body and metal wear/metallosis. Added lawyer and law firm. Doi: (B)(6) 2006; dor: (B)(6) 2013, left hip.